Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures. The patient reported having one seizure every six months during an office on (B)(6) 2013. During an office visit on (B)(6) 2014, the patient reported having one seizure every month. The patient¿s device was tested and showed that battery had almost expired. Attempts for additional relevant information were made but have been unsuccessful to date.